Event description:
It was reported the device exhibited system failure-force sensor will not calibrate. No adverse patient effects were reported by the customer.

Manufacturer narrative:
Other, other text: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Other text: one device was received for evaluation. Visual inspection found the device to be in good condition. The device's event history log was reviewed for evidence of the reported problem and found force sensor test in the log. To conduct functional testing, the device was powered up. Upon power up, the reported problem was duplicated. The force value was stuck and couldn't recalibrate because the value was below the minimum. The force sensor did not operate as intended. The root cause is unable to be determined. The force sensor was replaced to address the issue. The device then passed all functional tests. Service history review identified no indication that the complaint was related to a service of the device within the review period. B3: unknown, corrected data: health effects corrected.